Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. The customer declined to load a new cartridge to address the event, and declined further troubleshooting from tandem technical support. Customer¿s blood glucose level was 68 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.